Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), implanted: explanted: product type recharger analysis of the [recharger], model [97755-s], s/n [(B)(6) ] found damaged connector and the pins are bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for past month, the patient has been having issues charging their ins and being able to charge it consistently. About a week ago, the pt notes that their recharger (rtm) has been hot to the touch while charging ins. Tss reviewed replacing rtm. Pt does not have a physical address to send replacement rtm to, so rtm will be sent to the rep involved and the rep will coordinate dropping of the rtm at the clinic for the pt and sending back the affected rtm. Inconsistent ins charging communication and heating of rtm paddle.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.